Manufacturer narrative:
Follow-up #1 date of submission 04/15/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact while the keypad symbols were worn. The pump powered up with the appropriate audible and vibratory functions. All the buttons responded properly and removal of the keypad cover did not find any anomalies with the button contacts. No other defects were found. The investigation was unable to duplicate the reported delayed button response issue.

Event description:
The reporter contacted animas on (B)(6) 2013 and reported the keypad buttons had a delayed response. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.